Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter was displaying inaccurately high results on (B)(6) 2016; although no results were provided for this date. The patient manages his diabetes with insulin (self-adjuster). He reported that on (B)(6) 2016, he increased his insulin dose(s). He claimed that after the start of the alleged issue, on (B)(6) 2016, he developed symptoms of "shaking" which he associated with hypoglycemia. He reported that he consumed (B)(6) to treat his symptoms. He indicated that on (B)(6) 2016 at around 9am, he obtained an alleged inaccurate high blood glucose result of "301 mg/dl" on the subject meter compared to "188 mg/dl" on a onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient denied using any other device to check his blood glucose levels. During troubleshooting the csr established that the patient's meter had been set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that blood samples had been taken from the same approved sample site and the patient described the correct testing steps; control test had not been manually selected. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high results on the subject meter, administered increased medication based on the results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged issue began.